Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial lead repositioned due to unstable parameters. The helix failed to extend after a few repositioning attempts. The lead was not used and replaced during the procedure. The patient was stable.

Event description:
New information received notes that the lead exhibited p-wave amplitude variation and fluctuating low voltage impedance.